Manufacturer narrative:
Then insulin pump was received with a pump error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to pump error alarm.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 155mg/dl at the time of incident. The customer states they were able to clear the alarm and self test passed. The insulin pump is being replaced and is expected to return for analysis.